Manufacturer narrative:
Other text: additional information was received indicating that the reported issue was found during pre-check, prior to use.

Manufacturer narrative:
One medfusion pump was returned for investigation in used condition. A motor rate error (mre) was found in the event history log (ehl). The mre was also replicated during an occlusion test. The mre was produced because the motor assembly components were worn from normal use. No other fault was found with the device. The motor assembly components were replaced to address the reported product fault.

Event description:
It was reported that the drive train on the medfusion pump exhibited a plunger lever error. No patient injury or complications were reported in relation to this event.